Event description:
It was reported that the patient was admitted to the hospital for ¿something else¿ a ¿couple weeks¿ prior to report and was not sure if they had either an MRI or x-ray. The patient noted they had not been feeling well ever since they had gotten out of the hospital. The patient was wondering what side effects they should experience and if ¿this¿ was life threatening. The patient noted that they had a pain stimulator in their back. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).